Manufacturer narrative:
Conclusions: root cause is unknown but may be patient specific. Service was not requested by customer.

Event description:
Customer called on (B)(6) 2011 reporting that the mean cell volume (mcv) on some patients will increase from one day to the next for a unicel dxh 800 coulter cellular analysis system. Customer provided an example of a patient with three runs which were run on (B)(6) 2011 and (B)(6) 2011. The first and second run on (B)(6) 2011 were considered correct whereas the third run on (B)(6) 2011 generated higher mcv value than the previous day run and was considered incorrect. Instrument suspect messages were not generated on patient reports for (B)(6) 2011 and (B)(6) 2011. Erroneous results were not reported out of the laboratory and there was no affect to patient treatment. Service was not requested by customer for this event. Raw data indicates no abnormality was found. Blood cells may experience changes over time due to the exchange of material through the cell membrane while staying in the tube. Depending on the characteristics of cells and their environmental conditions, some samples may experience bigger changes than others.